Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded and bunched up. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the proximal edge of the markerband was revealed. There was a scratch to the right of the pinhole in the balloon material. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination revealed that the tip was damaged. Microscopic examination and tactile inspection revealed that majority of the shaft was buckled. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld / bonds, markerbands and proximal markers. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 25-feb-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. After a 1.0 non-bsc balloon catheter failed to cross the lesion, a 1.2mmx12mm threader¿ balloon catheter was advanced the lesion. The catheter was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.